Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: n/a, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) would not power on. The image acquisition system (ias) pendant was receiving power but the mvs was unable to power on. There was no illuminated power switch on the mvs. It was confirmed that the outlet was providing power. A reboot did not resolve the issue. There was no patient present when this issue was identified.